Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was broken and leaked. The following information was provided by the initial reporter: when the lower occlusion alarm sounded while the drug was being injected, checked and found that there was an abnormality in the connection area. (Q-syte lure lock part is broken) 1. Used in patients to expose them to drugs & blood (propofol)

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. One photo and one q-syte connector were provided for investigation. The top body of the q-syte connector was fractured around the shoulder of the threads, which allowed the septum to stretch as the threaded portion was pulled from the remainder of the housing. As the fracture was reportedly detected during use, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.